Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent transplant. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues or adverse events were reported by the account. A direct relationship between the device and the reported heart transplant could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system instructions for use lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.